Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was randomly rebooted, which occurred outside of the auto reboot schedule during the timeframe of the event. The customer stated that no further investigation was required as a technical support specialist confirmed that the issue did not reoccur. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly rebooted and displayed a spinning icon on the screen for about 20 minutes when the nurses tried to log in. The customer added that the key for the drug room was in the pyxis and they did not have access to the drug room and pharmacy was also closed but no medications were needed during that time. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly rebooted and displayed a spinning icon on the screen for about 20 minutes when the nurses tried to log in. The customer added that the key for the drug room was in the pyxis and they did not have access to the drug room and pharmacy was also closed but no medications were needed during that time. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
The following field(s) have been updated with additional/correction information: g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-jul-2022 to 01- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had a spinning icon on the screen for about 20 minutes preventing the nurses logging in and accessing the medications. A technical support specialist provided the windows update and reboot schedule for requested station to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.